Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the wheels are not staying on the chair. Appears that the axle bolts might be elongated. Dealer also stated that the push pin on the front rigging is broken off, and that the chair is missing 2 head tube are missing.